Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A field service engineer (fse) has been dispatched to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported during training/demo, the universal surgical manipulator (usm3) led was orange. The usm3 was too close to the boom, and the boom could not be moved and reported the message that arm 3 was too close. As the system was already in the truck and on its way to a demo, no troubleshooting was possible, like asking them to move arm 3 with force away from the boom. The intuitive surgical (is) technical support engineer (tse) could not find anything in the logs. No known impact or patient consequence was reported.